Manufacturer narrative:
.

Event description:
It was reported that the patient underwent generator replacement with no indication to why replacement took place. No programming history was available. Good faith attempts to obtain information regarding the reason for the replacement surgery were made, but were unsuccessful. The product was discarded by the hospital after the surgery, and therefore it cannot be returned to for product analysis. Based on the information to date, the reason for the replacement surgery is unknown. On (B)(6) 2015 clinic notes were received and the patient stated that in the past when the battery ran out he had recurrent seizures. No further information was able to be obtained since the patient started seeing a new neurologist in (B)(6) 2007.